Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use, 5 ml foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that there was foreign matter.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: one particulate matter evaluation from bristol myers squibb was received. The report contained multiple photos and spectra graphs. The photos displayed a vial of tryptic soy broth that contained a small particulate foreign matter. There was no indication that the product 5ml luer lock syringe was involved in the appearance of foreign matter in the tryptic soy broth in any way. The evaluation received does not indicate any issue or proof of foreign matter origination from a bd product. Therefore, a potential root cause could not be established, and corrective actions are not necessary. A device history record review was completed for provided lot number 1132711. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use, 5 ml foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that there was foreign matter.